Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision hip left side. Deformation of the femoral trunnion.

Manufacturer narrative:
An event regarding "deformation of the femoral trunnion" was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "All surfaces of the neck exhibited damage, likely from interacting with the v40 head." A material analysis was performed and concluded: "no material or manufacturing defects were observed on the surfaces examined" medical records received and evaluation: a medical review was performed and concluded: "cup malposition in slightly superficial position with protruding cup rim in joint space together with use of a 10° liner in a cup shell with already normal cup position have promoted impingement causing overload in the trunnion ultimately ending in catastrophic trunnion failure with disassociation of the femoral head requiring revision" device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and determined that cause of the trunnion failure related to malposition of the shell. There was no evidence of a device related issue. Further to this a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision hip left side. Deformation of the femoral trunnion.